Event description:
No additional event information to report at this time.

Manufacturer narrative:
H6: remove type of investigation code 4114: device not returned. Visual evaluation of the returned head found the device is covered in brown and green discoloration. The outer radius is scratched and gouged. Black debris is present inside the taper. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown m2a 38cup, unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to pain, elevated metal ions, tissue damage, osteolysis, corrosion and bone loss approximately 14 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Catalog number:15-106056 lot number:738040 brand name:m2a 38 cup, catalog number:11-103208 lot number:450940 brand name: taperloc stem. Visual inspection of the intraoperative pictures identified that a large mass of brownish tissue was excised from the patient. No further analysis could be performed with the images provided. Revision operative notes states that the patient underwent revision of left total hip arthroplasty due to pain, pseudotumor, metallosis, elevated metal ions, and osteolysis. The femoral head was revised. Preoperatively, osteolytic lesions in the greater trochanter and above the acetabulum were noted in the x-rays. Cobalt and chromium levels were significantly elevated. Significant metallosis and pseudotumor around adductors and greater trochanter with thinning bone to an eggshell was noted. During the procedure, large mass of metal stained tissue was excised and debrided. Minimal corrosion was noted on the taper. The acetabulum was noted to be stable and the cup was left in-vivo. While attempting to remove the stem, the greater trochanter cracked and broke off posteriorly attached to the posterior abductors. The stem was left in-vivo as it was stable. The greater trochanter was bone grafted and held in place with 3 cables. Desired fit and stability was achieved. No complications occurred during the procedure. Reported event was confirmed by review of x-rays and intraoperative pictures provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.